Manufacturer narrative:
This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient noticed their communicator displayed a red call doctor icon for this pacemaker system. Upon review, it was noted this pacemaker system exhibited a high out of range pacing impedance measurement on the right ventricular (rv) lead. No adverse patient effects were reported. This rv lead remains in service.